Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was hospitalized for multiple unrelated medical conditions and diagnosed with peritonitis ¿around the same time as being transferred¿ from the initial hospital to a second hospital. Treatment was not reported. It was not reported if the peritonitis event prolonged the hospitalization. At the time of this report, the patient was recovering from the peritonitis event. Peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the peritonitis event was not provided; it was reported to have occurred at the end of (B)(6) 2015 or beginning of (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.